Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The procedure was successfully completed without complication. While in recovery, the patient experienced a drop in blood pressure and a pericardial effusion was noted. A pericardiocentesis was performed to successfully stabilize the patient. The patient is well and has been discharged.